Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated the rubella calibration failed with error code 1111: m-cal 1 check too high, rubella g, on the axsym analyzer. The customer performed a meia check, decontaminated lines 1, 3 and 4 and checked the matrix cell lot and dispense volumes. The abbott customer technical advocate (cta) sent the customer standard calibrators. The cta then recommended centrifuging the calibrator; the calibration passed. No impact to patient management was reported.